Event description:
Dr opened a plastic bottle of liquid and liquid splashed in his eyes. Dr rinsed using eye wash station and sought med attention. Both eyes were swollen and irritated and he experienced vision problems with the left eye. Dr is recovering. Irritation and swelling of both eyes has subsided. All indications suggest damage will not be permanent.